Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR . Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
Dr. (B)(6) revised a scorpio metal backed. This was discovered through the njrr. No further info have been provided. Reason of revision unk and no further info can be provided.